Event description:
It was reported that while using the ptd to declot a brachial vein, difficulty was encountered when removing the device and the basket tip separated. It was determined that the tip had embolized in the lungs. Apparently, the physician cut the ptd catheter and cable external to the patient and then passed the sheath over the ptd and into the vein in order to free the basket and remove the device. The patient has experienced no difficulty relating to this event.